Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead was under sensing triggering device classified false termination of at/af events at times and intermittent inappropriate atrial pacing. No patient symptoms or intervention was reported.